Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that distal edge of the stent was not smooth. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.